Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted in response to an advisory issued for this model device. There were no reported allegations made against this device's function or operation while implanted. A new guidant ICD was implanted and the patient suffered no adverse effects.